Event description:
It was reported that an attempt was made to implant the lead in two different locations in the patient's right atrium (ra). In each location the pacing impedance was high at more than 4000 ohms. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.